Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. Upstream occlusion was confirmed and was determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.